Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. While grasping, a loss of column was observed on the steerable guide catheter (sgc). It was believe that the leak was due to the clip introducer. No air was observed in the patient. Therefore, the physician decided to deploy the clip. To further reduce mr, an additional clip was implanted, reducing mr to a grade of 1-2. Upon removal of the sgc, a bidirectional shunt was observed. For treatment, an atrial septal defect device was implanted. There was no clinically significant delay in the procedure.